Manufacturer narrative:
A complete lead was returned in three pieces for analysis. The lead failed hi-pot test between the inner coil and rv vectors. Visual inspection of lead found the rv conductor cables to be twisted/over-lapped inside the cable lumen with twisting also noted to the lead body in multiple locations. After dissecting the rv cable lumen an abrasion was noted to one of the rv cable coatings as well as an abrasion noted to the ptfe liner of inner coil located at the hi-pot failure region. The results of the investigation revealed an rv abrasion which could have contributed to noise resulting in oversensing.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise on the right ventricular (rv) lead due to oversensing was revealed. The physician explanted and replaced the lead during an elective device replacement procedure. The patient is well.